Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4,d9,g3,h2,h3,h4,h6. Product was returned and evaluated. A visual examination of the returned product identified a z etch present on the fractured fragment of the head. The fractured piece was returned. It was confirmed that the screw was fractured at the head. Galling, deformation, and gouges were noted to the screw from attempted use. The screw was bent at the thread below the taper. The hex showed signs of use. Nicks and scratches were also noted on all portions of the screw. An analysis of the screw determined that the fracture surface revealed excessive smearing, along with shearing ductile overload dimples in the non-smeared regions. The presence of sheared ductile dimples suggests a shear overload mode of fracture. Medical records were not provided. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw head broken during insertion. There were no problems with the insertion surgical technique. The bone was reported to be "quite hard." The screw fragments were retrieved, and no fragments remained in the body. No additional information.